Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that connector pin on desktop charger was broken because it came completely out. Patient confirmed that the connector pin was not stuck in the recharger. Patient reported that they were trying to charge, but couldn't because the connector pin was broken. Recharger would not take a charge. So patient was insevere pain and almost ended up in the emergency room. Patient reported that they took 2 and a half extra pain medications (patient was prescribed with hydrocodone and seroquel) "to knock her out" because of the severe pain. Patient also reported that the morning of the report, they were in neurological pain but it was better controlled than the night prior to report. Patient added that they need their device. A replacement recharger and desktop charger were sent. No further complications were reported as a result of this event.